Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot# n207710, implanted: (B)(6) 2009, product type accessory. (B)(4).

Event description:
It was reported that patient was scheduled to have a full back and neck magnetic resonance imaging (MRI) scan done on (B)(6) 2012. The MRI was ordered to check patient¿s back because the patient had cysts inside her spinal cord (syringohydromyelia of the spine). It was noted that patient¿s pain had gotten ¿so intolerable at time.¿ the patient felt that ¿the pump sometimes work and sometimes the pump was not working very good.¿ additional follow up information received reported that the cause of event was increased activity level. Patient outcome was noted as no injury. The pump was used to deliver morphine and bupivacaine.